Manufacturer narrative:
(B)(4). D10 - 159555, oxf anat brg lt lg size 4 PMA, lot 66338386. 161475, oxf twin peg cmntls fmrl lg, lot 66370202. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient suffered from tibial subsidence two weeks post initial surgery on the left knee with tibial plateau fracture four weeks post op. Approximately a month later the patient underwent orif of the tibial plateau with a plate and screws. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The following sections were corrected: d10 - therapy date, h4. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a radiologist. The review identified that the bones are undermineralized and there is concomitant patellofemoral compartment osteoarthritis. The initial images show a unicompartmental arthroplasty in the medial compartment in standard position. The two week visit shows subsidence of the metallic tibial component with malalignment of the tibial polyethylene. The four week visit shows progressive anterior subsidence of the tibial component with a nondisplaced vertical fracture of the medial tibial metaphysis. Review of the DHR found no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.